Manufacturer narrative:
(B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced pelvic and back pain, worsened incontinence, microscopic hematuria, and nocturia. It was also reported that the plaintiff allegedly experienced erosion, infection, extrusion, recurrence, dyspareunia, vaginal scarring, and other unspecified injuries. Furthermore, it was reported that the plaintiff died. The cause of death reported was cerebral vascular accident.